Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6)2021, atrial lead noise was observed in the episodes during the eri device replacement. The lead was capped and replaced without incident and will not be returned to us for evaluation. The patient is stable.